Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the pt presented emergently with a ruptured aneurysm at a small hosp. The pt was flown to a larger hosp. The physician elected an endovascular repair for treatment. It was reported that the pt expired later that night post stent graft implant due to the blood loss from the ruptured aneurysm prior to stent graft implant.

Manufacturer narrative:
.